Manufacturer narrative:
(B)(4) fiber broken within the connector. Visual examination of the returned laser fiber revealed that the exposed glass tip measured 4.0 mm and appeared unused. The investigator was unable to examine the fiber face within the sub miniature-a (sma) connector because light was unable to travel to the fiber face. This indicated that the fiber is broken within the connector. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam exiting the distal end of the device was round and very weak with effective transmission measured 9.2%. Damage was caused to the device without direct patient contact. Therefore, a review and analysis of all available information indicated that the most probable root cause is handling damage. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2014 that an accumax 200 laser fiber was used during a procedure for the treatment of a lithiasis performed on (B)(6) 2014. According to the complainant, outside of the patient during the procedure, there was no aiming beam and no energy output produced by the laser fiber. The procedure was completed with another accumax laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure reported to be "nothing to report". Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken within connector.